Event description:
It was reported that the atrial intrinsic amplitudes were out of range. Undersensing of atrial beats was seen on presenting electrogram (egm). Further review was recommended. The lead remains implanted and the doctor will continue to monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range. Undersensing of atrial beats was seen on presenting electrogram (egm). Further review was recommended. The device remains implanted. No adverse patient effects were reported.